Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient's device was replaced last month, the patient had increases in stimulation when going through security gates at places like wal-mart and k-mart. It was noted that any time patient "bumps it up," it caused pain. The patient believed that her device was "malfunctioning." Supplemental information received reported that the patient was having seizures since having the device implanted and when she turned off the device, she would not have seizures. The patient was going to see a neurologist. It was noted that the device is not working. At one point, the patient could not get over 1.9 v and now she was able to get 4.0 v and was still having symptoms. It was indicated that the patient was not trying other programs yet due to stitches and not being healed. The patient was directed to contact her physician. Further information received reported that the patient was alleging that her leads were in the wrong place and that her battery was implanted though it was almost out of battery to begin with. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# va009c5, implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
Additional information stated the device was explanted due to a shocking or jolting sensation. It was noted impedance testing and reprogramming were performed. Reportedly, while assessing device impedance was showing on all electrode configurations minus case to electrodes. It was also noted the patient had a lack of ability to control stimulation. It was clarified the shocking occurred during time within classroom when students were using hand held units to reply to questions ¿ roughly 50 handheld units within classroom. It was also note the stimulation would increase when passing through various store detectors, it would continue to increase. It was also stated the therapy was ineffective for the patient. Reportedly the complete system was removed. No injury reported.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va009c5, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3889-28, lot# va009c5, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the stimulation sped up it was not a comfortable feeling. Additional information received reported that the patient was "still going to the bathroom 50 million times a night" and was lucky to get 3 hours of sleep at night. It was noted that the patient was irritated with the whole thing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis found no anomaly with the ins and the lead had the body cut through and the product segmented.